Manufacturer narrative:
Initial and final MDR 1925126 - MDR 3003442380-2024-17641 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 5 infusion set cannula kinked event on (B)(6) 2024 after 3 or more hours of insertion. Infusion set has been used for 2-3 days. Insertion site was abdomen. Customer regularly rotate site location. The glucose level was 20mmol/l and others between 11-19 mmol/l. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.